Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e217 and image snowflake. A root cause could not be identified. Based on the results of the investigation, the likely cause of the reportable malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had error code e217. The issue occurred during inspection for use. There were no reports of patient involvement.